Manufacturer narrative:
(B) (4).

Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: dislodged stent compressed in an unintended site/balloon rupture is likely to cause or contribute to patient injury. Device issue: stent dislodgement/balloon rupture. It was reported that during an obtuse marginal stenting procedure, the device would not cross a previously placed stent. During retraction of the device, the stent became caught on the previously placed stent and dislodged. An attempt was made to snare the stent, but it was unsuccessful. The stent delivery system was used to compress the stent into the vessel wall at an unintended site, and during inflation, the balloon was brought up to 16 atms, at which point it ruptured. There is no additional intervention planned. There is no additional event or patient information available.